Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Update of FDA codes and device problem codes, addition of ptc global number were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular menstrual cycle, bacterial vaginosis on (B)(6)2010, pyelonephritis on (B)(6)2010 and miscarriage. Previously administered products included for birth control: yaz; for an unreported indication: mirena from 2007 to 2010 and sulfa. Past adverse reactions to the above products included rash with sulfa. Concurrent conditions included anemia since 2012, hyperlipidemia, chronic uti, diverticulitis since (B)(6)2012, ex-smoker (quit 2 years ago,) and diabetes mellitus. Concomitant products included drospirenone w/ethinylestradiol (yaz) for contraception. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6)2010, the patient had essure inserted. In (B)(6)2018, the patient experienced hot flush ("hormonal changes describe: hot flashes"), dry skin ("hormonal changes describe: hot flashes, hair loss dry patchy skin even though she has ovaries") and alopecia ("hormonal changes describe: hair loss"). On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with surgery (essure removal, total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, abdominal pain, hot flush, dry skin, alopecia and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dry skin, dysmenorrhoea, hot flush, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received: patient demography, product details added. New events: hormonal changes describe: hot flashes, hair loss dry patchy skin even though she has ovaries, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping),back pain, abdominal pain, medical history and lab data was added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.